Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage found on the electronics assembly or motor assembly. There was no ramping numbers on the insulin pump. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 438 mg/dl. Customer treated their high blood glucose levels via manual syringe. Troubleshooting for keypad anomaly was performed. Customer removed the battery and temporarily cleared out the button error alarm. Customer advised during a bolus attempt the numbers continued to ramp up on their own and the button error alarm recurred. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer advised they had the insulin pump inside their bra and the device may have been exposed to sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.